Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (500 mg, intraperitoneal, every 3rd day, discontinued) and meropenem injection (500mg, intraperitoneal, tds, discontinued) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient recovered from the events, but remained hospitalized. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b7 and e1. B5: upon follow-up, it was reported that the patient was discharged from the hospital (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.